Manufacturer narrative:
The third unit's lines were flushed. Multiple cycles were run to ensure the lines were clear of formalin. The unit has been fully cleared and returned to service. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and flushed the alcohol lines (serial numbers (B)(6)). Multiple cycles were run on each of the affected units to ensure the lines were clear of formalin. Two units have been fully cleared and returned to service, while the last unit is still pending repairs. While onsite, the technician counseled user facility personnel on the proper use of the advantage plus endoscope reprocessing system. No additional issues have been reported.

Event description:
The user facility reported that an employee experienced discomfort in her eyes after using formalin instead of rapicide in their advantage plus endoscope reprocessing system. No medical treatment was sought or administered, and the employee continued working.